Manufacturer narrative:
Medications: clevidipine. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, follow-up imaging identified a type I endoleak. It was reported the neck angle of more than 90 degrees contributed to the endoleak as well as a slight bird beak. Migration of an unknown amount was reportedly identified. It was reported no aneurysm enlargement was identified. Imaging identified a type ii endoleak from an unknown origin. There is no planned intervention to treat the type ii endoleak. The physician reportedly stated he will take a wait and watch approach and monitor the type ii endoleak. On (B)(6) 2016, four aptus endostaples were placed at the proximal end of the graft (rlt231412). It was reported post implantation of the aptus endostaples the endoleak was still persistent but had been reduced. The endoleak was reportedly not communicating with the aneurysmal sac and the patient is asymptomatic. The patient reportedly tolerated the procedure. The physician will continue to monitor the patient.